Manufacturer narrative:
The reported event of incorrect measurement and overestimation was not confirmed. Device image analysis indicated average current trends were normal and voltage was in normal range of operation. Device image was analyzed and no evidence of overestimation was noted. Further electrical analysis was performed and device functioned normally. Longevity assessment was performed, and device had appropriate remaining longevity.

Event description:
It was reported that a pacemaker's longevity estimate was overestimated incorrectly. The pacemaker was explanted and replaced on (B)(6) 2021. The patient is described as having suffered no consequences.